Event description:
During the svt procedure, output issues resulted in a procedural delay. When coming on ablation, the power temp and impedance were seen, but there was no impedance drop info, current, or energy readings on the live metrics on ensite. There were rf sessions that were recorded but no automarks were dropping. The tactiflex catheter was changed but the issue persisted. The ampere generator was rebooted twice and then replaced but this did not resolve the issue. The second catheter was replaced. The study was exited and re-entered and all the automarks appeared but there were still no metrics. When the data was exported, all the values appeared as dashes. The third catheter was replaced. It was thought there was a potential issue with tactiflex cable to the tactisys unit. When the errors continued, the dws case was restarted. When case was resumed, the dws screen froze for ~1 minute until resuming and automarks were then visible however the automarks had no numerical data. The study was exited and reentered, the remaining ablations were performed as expected.

Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.